Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the batteries to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the devices met specifications. The returned batteries (B)(4) passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level, and the full charge capacity remained above 2800 mah. The reported event was confirmed through log files which revealed a 'critical battery' alarm for battery serial (B)(4). The review of the available data log file shows a likely instance of a switching event, which could be the result of a communication anomaly between the battery and controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is six of six reports (3007042319-2015-0384, 00412, 00411, 00409, 00410 & 00413) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of six reports (3007042319-2015-00412, 3007042319-2015-00411,3007042319-2015-00409,3007042319-2015-00410 &3007042319-2015-00384) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient heard a repetitive alarm for the battery connection. The patient called the ventricular assist device (vad) coordinator to report the alarms and stated that the batteries had begun to switch from one port to the other. In addition, he had heard a critical battery alarm while he was waiting for the subway. The patient's batteries had been replaced previously however that did not solve the problem. A preliminary analysis of the controller log files showed five (5) incidents where the pump had stopped on (B)(6) 2015 as well as that the power was switching from one port to the other. The decision was made to perform a controller exchange which was done by the facility. The patient tolerated the controller exchange well and was provided with a replacement controller. The five (5) batteries were also removed from service and the patient was provided with replacement devices. The patient has expressed a "psychological burden" saying that he is "not confident enough in the system to go on vacation because he always has to replace the peripheral" devices. This is report 6 of 6.